Event description:
The user facility reported that their reliance vision multi-chamber washer caught fire. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that the overtemperature switch and hose were damaged. The technician made the necessary repairs, tested the unit, confirmed it was operating according to specifications, and returned the unit to service. Steris has requested that the replaced parts be returned to steris for evaluation. A follow-up MDR will be submitted when additional information becomes available

Manufacturer narrative:
Based on the technician's initial inspection and in conjunction with the evaluation conducted by the steris quebec engineering team, the reported event can be attributed to the overheating of the drying elements; however, based on the damage to the components, a specific root cause could not be determined. No additional issues have been reported.